Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (line through display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/08/2014 with the following findings: due to a cracked display screen, the pump powered on to a blank display screen with functioning auditory and vibratory settings. The complaint for a ¿line through the display¿ could not be investigated due to the blank display screen. The pump was responsive with a test display screen and powered on to a readable display screen.